Event description:
A report was received that the patient had an infection at the pocket site. Symptoms include wound that was not healing, discharge, redness and soreness at the site. The physician believed that the infection was due to the patient swimming in a public pool. The patient was given oral antibiotics. The patient¿s wound looked better.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection and was doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms include wound that was not healing, discharge, redness and soreness at the site. The physician believed that the infection was due to the patient swimming in a public pool. The patient was given oral antibiotics. The patient¿s wound looked better.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50 cm.